Manufacturer narrative:
H6. Investigation summary: one open 30g x 5mm auto shield duo sample and two photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the non patient end shield was detached from the cannula and the spring was sticking out of the cover. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: when asd was set to the pen, the needle npe was detached with the spring exposed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: when asd was set to the pen, the needle npe was detached with the spring exposed.